Event description:
The home pt called baxter's technical center in 2005 to report a full feeling in dwell 5 of 5 during her automated peritoneal dialysis therapy. The home pt stated "she felt too full" so she bypassed from dwell cycle 5 of 5 to drain cycle 5 of 5 . The manual drain setting was at zero. The home pt stated that the catheter is at the top of her peritoneal area and if she sits or stands then she drains good and when she is laying down she often has check pt line alarms. The home pt had no tape or bandage or belt going over the catheter or pt line. The home pt's homechoice device is even with the bed. The technical service rep advised the home pt to place the homechoice device a few inches lower than the bed, but not more than 12 inches lower. The home pt was concerned that the homechoice device did not alarm with a low drain volume alarm last night. The technical service rep advised the home pt to have nurse reset the nurses menu minimum drain percent to 100%. The home pt said she would have the nurse reset the minimum drain percentage. A swap of the homechoice device was not arranged because the problem was resolved during the phone conversation. A baxter product surveillance rep spoke with the home pt the next month, who said that she manually drained 3500 ml the night of this event. The home pt stated that she usually fills with 1500ml during her fill cycles. The home pt felt that since she slept too hard that night and didn't move around to encourage good draining, that she accumulated fluid while sleeping during the night. The home pt's ultrafiltration rate for her therapy that night was approximately 1600ml. The home pt did not contact her nurse concerning this matter. The home pt stated that she felt fine and the full feeling was resolved after the manual drain performed while on the phone with the baxter technical rep. The home pt stated that she has felt good ever since this event. The home pt's therapy settings have been changed. There was no pt injury or medical intervention associated with this event.